Event description:
On (B)(6) 2013, a spontaneous report (xce-58246) was received regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included facial wrinkles, bronchitis, and silicone breast implants in 2003. Skin type and concomitant medications were not reported. The patient received an injection of perlane (volume injected and syringe size not reported) on (B)(6) 2009 for wrinkles around her nose. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. She then went on a trip to (B)(6) for approximately 3.5 weeks. The lot number and expiration date for perlane were not reported. Sometime around (B)(6) 2009, while at work, she experienced an episode where she could not breathe, was taken to the emergency room (ER) and given antibiotics for possible bronchitis. She thinks that she may have reacted to the "lime-a-way" cleaning product at her work. Her difficulty breathing resolved after couple hours. Since this episode, she has been to the e.r. Approximately 8 times for headache, difficulty swallowing, swollen throat, shortness of breath that was "like asthma". On unknown dates, she was prescribed inhaled steroids for these conditions that did not provide symptom relief. Sometime in 2011, she was diagnosed with "chemical sensitivity". She has seen physicians specializing in ear, nose and throat; "gastro"; and asthma as well as a therapist for her symptoms. She believes that her symptoms are improving. Medical information advised the patient to consult with the physician for medical care. No further information was available from the reporter at the time of this report.

Manufacturer narrative:
Pharmacovigilance_comment: the events could not breathe, headache, shortness of breath assessed as serious, expected and not related. Difficulty in swallowing assessed as serious, unexpected and not related.